Event description:
"Both main body and iliac limb on the contra side did not track through the anatomy. We had to upsize to bigger gore dryseal sheath that did track and then place devices inside it. This patient had small calcified iliacs so upsizing put her at risk for iliac rupture. The treo delivery system could not take turns. I have scan to share." Patient outcome - "no patient related issues as of right now."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2023-00220, device 2 is being reported under MDR 2247858-2023-00221. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 medical device problem code has been updated following completion of the investigation. This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2023-00220, device 2 is being reported under MDR 2247858-2023-00221 and device 3 is being reported under MDR 2247858-2023-00222. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Both main body and iliac limb on the contra side did not track through the anatomy. We had to upsize to bigger gore dryseal sheath that did track and then place devices inside it. This patient had small calcified iliacs so upsizing put her at risk for iliac rupture. The treo delivery system could not take turns. I have scan to share." Patient outcome - "no patient related issues as of right now."